Manufacturer narrative:
(B)(4).

Event description:
A customer reported that the coulter lh500 hematology analyzer leaked a few drops of fluid at the blood sampling valve (bsv). The customer was wearing a lab coat and gloves at the time of the occurrence. There was no report of injury or exposure, and medical attention was not sought. Material safety data sheet (msds) was reviewed, and there is an exposure control plan in place at the facility. No erroneous patient results were generated in connection with this leak. Service was dispatched on (B)(4) 2012, and beckman coulter field service engineer (fse) found a pinhole in the sample line at the diff mixing chamber. The fse replaced the tubing and the leak was fixed. The repairs were verified per established procedures.